Event description:
It was reported that the patient's neck incision is showing signs of infection. It was noted that the patient previously had a revision surgery due to tie down extrusion from the patient picking at the incision. The same thing appears to be happening again but during the previous revision surgery the surgeon placed the lead under the muscle to prevent extrusion. Operative notes were included from the previous wound revision surgery. It was noted that the extruding tie down was removed, the wound was disinfected, no damage was found on the lead, and the lead was secured beneath the sternomastoid muscle. System diagnostics were normal following the revision. No further relevant information has been received to date.

Event description:
It was reported that the patient's lead extruded through the skin at the neck site. Per the surgeon, the patient had been picking at his incision after recent full revision. The surgeon washed the area out, fixed the lead, and closed the incision again. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date.